Manufacturer narrative:
Title: endovascular revascularization as primary treatment for acute embolic mesenteric ischemia: stent thrombectomy plus aspiration versus aspiration alone author: jianping gu, yadong shi, haobo su, journal: journal of vascular and interventional radiology year: 2022 vol/issue:33(3) ref: 10.1016/j.jvir.2021.12.008. Age: average age. Gender: majority gender. Date of event: date of publication journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study to investigate the outcomes of stent thrombectomy combined with aspiration versus aspiration alone in acute mesenteric ischemia (ami). 41 patients with ami who underwent stent thrombectomy plus aspiration or aspiration alone were included in the study. All included patients had a CT confirmed clot in the superior mesenteric artery (sma) main trunk, and 11 patients had branch occlusion. Evidence of bowel necrosis was observed in 4 patients. Fourteen patients underwent stent thrombectomy using a medtronic stent plus aspiration and 27 patients underwent aspiration alone. Adjunctive percutaneous transluminal angioplasty and/or stent placement was reserved for patients who experienced unsuccessful revascularization or patients who had coexisting atherosclerotic stenosis of >50%, which was conducted in 4 patients in this study. A self-expandable stent was deployed in the target vessel under fluoroscopy surveillance. Medtronic¿s everflex stent was identified with self-expanding stent deployed. For the population, technical success was achieved in 100% of cases. Clinical success and complete clot clearance were reported as 78% and 56.1% respectively. Procedure-related vessel dissection was found in 2 patients. After primary treatment, distal branch embolization was found in 6 patients. Two bleeding events were recorded during the adjunctive local thrombolysis; all bleeding events were subcutaneous hematomas around the sheath with no need for surgical interventions. Bowel resection was performed in 5 patients¿ overall. A total of 4 patient¿s died in the hospital. The reasons for the in-hospital death included multiple organ dysfunction syndromes (2 patients) and severe infections (2 patients). During the follow-up, 3 patients experienced recurrent abdominal pain. Secondary sma main trunk embolization (demonstrated via CT angiography) was found in 2 patients: 1 patient received local thrombolysis, and another patient received aspiration alone therapy. No stenosis or occlusion of sma was found in the third patient, and the abdominal pain was completely relieved after symptomatic therapy. For the patients who received stent placement, no severe in-stent restenosis was noted during the follow-up. There is no established or suspected causal relationship between the device(s) and the death events.